Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. The device had not been used and was quarantined. Sampling was conducted immediately after reprocessing. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the bending section cover adhesive was separated, the channel mount and scope connector cover were damaged, and the air/water cylinder and suction cylinder were scratched. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during routine testing of a new scope, the colonovideoscope tested positive for microbial contamination. Sampling was conducted on (B)(6) 2023. Results detected 1 colony forming unit (cfu) of filamentous fungi cultured at 30°c for 2 and 3 days. The culture grown for 5 days detected 9 cfu of filamentous fungi. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.